Event description:
Removal of endosseous dental implant. Implant was placed in site #6 (class 3 bone) during a routine procedure in which bone augmentation was done due to a severely resorbed alveolar ridge. Bio-oss and a resorbable gtr membrane were used during the procedure. The implant was removed approximately 4.5 months post-op due to infected gtr membrane.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.